Event description:
A nurse reported that a pt was admitted to a hospital on (B)(6) 2014, due to fluid volume overload. The pt did not dialyze on this day prior to the admission. According to this reporting nurse, no peritoneal dialysis treatments were missed and there was no reportable device malfunction. As on (B)(6) 2014, the pt remains hospitalized, and the outcome of the fluid volume overload is unk.

Manufacturer narrative:
Medical records were received and reviewed by the post market surveillance department and information is provided in this report. Medical records do not contain progress notes, lab/diagnostic tests, history and physical, medication records, treatment records, diagnoses and or other hospital records on or about (B)(6) 2014. Medical records do not contain any diagnosis of fluid volume overload nor mention any hospitalization occurring on or about (B)(6) 2014. There is no documentation in the medical record that indicates there is a causal relationship between the patient's liberty cycler and the patient's allegation of fluid volume overload.

Manufacturer narrative:
The device was not returned to the MFR for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
Based on the info provided, it is unk how the device may have cause or contributed to the event. The post market surveillance department has requested medical records and investigations are pending. A supplemental medwatch report will be submitted when medical records are received. The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch will be submitted upon completion of the investigation.